Manufacturer narrative:
Reporter name and address. Reporter contact number (B)(6). Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was completed. As received: the thread on the returned part was found to be unraveling which matches the complainants description. Review of the part also found wear on the screw head. No lot information or packaging with part identification was provided. (Part:04.511.214.01). Investigation summary: the product review supports the complainants description of the complaint condition therefore this is a confirmed compliant. A review of the manufacturing history for this part cannot be completed due to the lot number not being provided. Since a manufacturing review cannot be completed and there appears to be wear on the head, which indicates potential usage, the cause of the complaint condition cannot be determined. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data: date of event/date of report/date rec¿d by MFR: initially reported as (B)(6) 2017 but should be (B)(6) 2017. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Patient information is unknown. (B)(4). Device was reportedly not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) as follows: it was reported that during bilateral mandible advancement bsso the nurse opened the screw lid to the matrix mandible orthognathic screw module to take the 14mm screw out of the module, but before it was removed from its slot, she noticed that the screw thread had unwound from the screw. It was reported that this occurred before use on patient. There was no delay and pieces did not fall inside patient. This is report 1 of 1 for (B)(4).